Event description:
The ceiling lift strap broke when the patient was being transferred out of bed to the wheelchair via lift. The patient fell approximately 3 feet to the floor, landing on his right side. The nursing supervisor was notified and brought a hover mat to assist the patient back into the bed. The np (nurse practitioner) was notified and presented to assess the patient before he was transferred back into the bed.